Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the link electronic module (lem) circuit board was replaced. The programmer was then calibrated, the hard drive was reconfigured and software was reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had electrocardiogram (ECG) noise. The programmer has been returned. No patient complications have been reported as a result of this event.